Event description:
It was reported the devices were used during a laparoscopic oophorectomy procedure. It was reported the first atw35 would not fire. A second atw35 was opened and the same difficulty was encountered. A third atw35 was opened and it worked fine. The surgeon reported to the sales rep the correct firing sequence may not have been followed. There was no consequence to the pt.

Manufacturer narrative:
Device-a. Bent cartridge lockout tab. The product complaint analysis team has completed its investigation of the device. Visual inspections & results: batch number, ab l01c8f; cartridge pan in place/condition, a yes/good b detached; condition of drivers, ab good; lockout tabs on pan condition, ab bent; position/condition of wedge sleds, ab partially fired. Functional tests & results: condition of clamp first lockout, ab good; condition of clamping mechanism, ab good; condition of firing mechanism, ab good; condition of knife, ab good; condition of wedge bands, ab good; is hyper lockout condition present, ab no; result of attempted firing, ab good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reahed as to why the instruments reportedly "would not fire" during surgery. The instruments were returned in good physical condition. The instruments were cylced, fired, cut, and formed the staples within design specification. It was concluded that the instruments were fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridges hd bent lockout tabs on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly.